Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (04/10/2013).

Event description:
Consumer complaint of high blood results via (B)(6) (daughter). Expected blood glucose results range from 80 to 125 mg/dl and 160 to 170 mg/dl before bed. Blood test performed during call ((B)(6) 2013; 2:07 pm) with result of 90 mg/dl using test strips lot #bp4100. Test strip lot manufacturer's expiration date is 06/30/2014. Recall test results performed from meter memory (date/time not set correctly): 106/20; 2:21 pm - 102 mg/dl, (B)(6); 2:11 pm - 139 mg/dl, (B)(6); 10:31 am - 147 mg/dl, (B)(6); 2:01 pm - 132 mg/dl, (B)(6); 11:00 am - 151 mg/dl. Adverse event not reported.